Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and was torn while advancing. The nurse stated the surgeon had difficulty advancing and the lens felt sticky when it was removed from the vial. The lens was not implanted and there was no patient contact or injury. The contact indicated that the indigo-p injector and spc-25 cartridge were used, but hte lot numbers were unknown.